Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: g4, g7, h2, and h10. Corrected information can be found in h10. Additional information: the customer reported complaint could not be confirmed via troubleshooting and the blue fiber cable (bfc) was not returned to intuitive surgical, inc. (Isi) for further investigation. Corrected information: it was previously reported that the replacement of the bfc increased the original transmission value three times, which resulted in an unacceptable level. However, it was further clarified that the transmission was at an acceptable level following the replacement of the bfc. Based on the additional information, this event remains reportable. If additional information is obtained a follow-up MDR will be submitted.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. Has received additional patient-related information that was not previously available. The system was tested and verified as ready for use by the field service engineer while on-site to investigate the issue. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation.

Manufacturer narrative:
Field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was not able to be reproduced based on the field evaluation. The blue fiber cable (bfc) transmission value was low. A replacement of the bfc in the surgeon side console (ssc) increased the original transmission value three times but was not at an acceptable level. In case of a new sudden "freeze" during the procedure, the fse recommended to reset the system. Based on current information provided, the root cause for the alleged issue is unable to be determined at this time. This complaint is being reported due to the following conclusion: as a result of this issue, the da vinci system was unavailable for use after the start of a surgical procedure, and the surgical procedure was aborted post administration of anesthesia to the patient.

Event description:
It was reported that prior to starting a da vinci-assisted prostatectomy procedure, the universal surgical manipulator (usm) stopped working. The usm drapes were checked to ensure there was no plastic part between them. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted for assistance. No errors were found in the system logs. The customer restarted the system several times; however, the issue persisted. The tse advised the surgical staff to proceed using another surgeon side console (ssc). The procedure continued as planned. There was no report of patient injury. No image or video of the event was provided to isi for review. Isi obtained the following additional information regarding the reported issue: the procedure was aborted post-anesthesia, and re-scheduled. The system was checked before use. The ports were already placed on the patient. The customer started with the procedure, but it came to the point where they were not able to continue the surgery, before dissecting the bladder and cutting out the prostate. There was no report of patient injury.